Event description:
It was reported that the dr revised femoral stem and noted dark discoloration on neck/stem taper.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.